Manufacturer narrative:
The lead was returned and detailed analysis was performed. The outer insulation, inner insulation, and rs- coil wire were all consistent with the specified materials for reliance, model 0185 leads. A suture sleeve was located 190-210 mm with the lead returned severed at 200 mm in the middle of the suture sleeve position. The rs- coil was fractured at 222 mm with some fatigue found on each of the wire fracture surfaces. Lab analysis did not confirm any insulation issues.

Event description:
Boston scientific received information that this defibrillation lead was being explanted due to a possible break in the insulation as noise was present on this lead. No adverse patient effects were reported. It was also later reported that the patient received unnecessary shocks due to the noise. In addition, at explant the insulation issue was not confirmed. The product was being returned for analysis.